Event description:
The customer reported that during the ablation procedure the pt complained of great pain. The doctor confirmed by ultrasonic echo that the needle was not ablating the tumor, but the muscle in the adjacent part to the body surface. The needle was removed and it was noted that the needle insulation was damaged. The muscle ablation occurred from the damaged part of the needle. Another needle was used to complete the procedure. A metal guiding needle was used during the procedure. The pt was treated by administration of loxonin.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.